Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the white clip on manual drive which is used to secure the centrifugal pump head to the manual drive was broken. The perfusionist (ccp) held the pump head in place to hand crank until another system-1 was brought to the o/r. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(6) 2014: MDR 1828100-2014-00325 describes an issue where the perfusionist (ccp) was not aware that the system-1 unit was being powered by d/c power (battery) and the battery became depleted during cpb. The entire system-1 shut down and the ccp used a manual drive to power the centrifugal pump head. The clip on the manual drive that secures the pump head was broken and the ccp held the pump head in the manual drive as the crank was turned.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00325. The user facility's biomedical engineer (biomed) will be replacing the clip. The customer did not keep the broken clip to return to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.